Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an error code b30. There was no patient involvement.

Event description:
It was reported the gastrointestinal videoscope had a error b30 ( scope communication) error.

Manufacturer narrative:
Correction : b5, d5, e1, g2, h6 this supplemental report is being submitted to provide corrections and the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope connector case unit and the plug unit was dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was not established. Olympus will continue to monitor field performance for this device.